Manufacturer narrative:
The field representative later reported that the device was explanted and was replaced with a competitive device. No adverse patient effects were reported. The device was not returned. The location of the explanted device was not known.

Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) declared end of life (eol) battery status earlier than expected. The monitoring voltage was 2.55v with a charge time of 30.5 seconds.

Manufacturer narrative:
Technical services discussed that pacing and maximum energy shocks were available at eol. It was noted that the charge times would remain greater than 30 seconds if therapy was needed. Device replacement was recommended due to reaching eol. As of today, the device remains in service. No adverse patient effects were reported. This report will be updated if additional information is received.